Event description:
From the info submitted, the MFR's interpretation of events is as follows: while carrying out a training demonstration using the minerva pt lift, the subject in the lift itself (facility nurse) fell from a secured position due to the hanger assembly breaking free from the lift arm. The subject was then hit by the hanger assembly after they came to rest in a chair that was positioned under them. No serious injuries were reported however the subject received a cut to the forehead and was off work for a five day period.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration#1419652) on behalf of the MFR medibo medical products (B)(4) (registration#3004468271). It has been reported by the facility that some bolts were replaced last year because of safety issues. The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary divisions, not a direct employee of the MFR. The info contained in this initial report is based upon the info provided to the MFR. Additional info will be provided following the conclusion of the MFR's investigation.